Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) the dentist reported that 6 months after dental implant was installed in intraoral region #11, its non-osseointegration was observed, 15ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV), immediate implant was performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) the dentist reported that 6 months after dental implant was installed in intraoral region 11#, its non-osseointegration was observed. Fifteen ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV), immediate implant was performed and bone graft was executed.